Event description:
Reportedly, this device was explanted after approximately 42 months due to severe aortic stenosis and possible sub aortic endocarditis.

Manufacturer narrative:
Device not returned.